Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified hypoglycemia symptoms and self-managed to treat with a piece of brioche. There was no report of death or permanent impairment associated with this event. The customer received sensor scan results of 140 mg/dl compared to readings of 40 mg/dl respectively obtained on a competitor brand device and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. It is unknown if these readings were taken during the actual event.